Event description:
The hcp reported that the device was removed due to pain around the pump site and infection. Dilaudid was in the pump. No other information was provided at the time of this report. A follow up report will be sent if additional information becomes available to us.

Manufacturer narrative:
The final device analysis reveals no anomaly found - normal device function.